Event description:
Initial result for a pt cea was 997 ng/ml. When retested at another lab, the result was found to be normal. The pt had a biopsy performed based on the initial result. Investigation of the issue was not able to confirm a malfunction and the pt sample was no longer available for testing.